Manufacturer narrative:
Evaluation by the carefusion field service technician is anticipated but has not yet begun.

Event description:
Reported that the touch screen has fluid ingress on the lower right corner and the screen is inactive. No pt involvement.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. G4. The original date of awareness was reported as (B)(6) 2005. The information for this follow-up report was noted on (B)(6) 2015. Field service duplicated the problem. It was found that touch screen was not responding. The touch screen was replaced and a uvt test was run. The ventilator ran according to manufactures specs. There were no other problems found. The touch screen was returned to the carefusion failure analysis lab for evaluation. Visual inspection of the part revealed fluid ingress spots in the screen. It was installed in a known good unit and tested. The touch screen was completely irresponsive and could not be calibrated. Findings/root-cause: front panel fluid ingress. This is a known issue that has been addressed through a change that has been implemented to the touch screen.